Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving lioresal (2000mcg/ml at 265mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's post-op incision from their pump replacement on (B)(6) 2019 had opened up. There were 2 approximately 1-1.5cm openings in the incision line on the medial and lateral edges. No signs of infection were seen and the patient did not have a fever. The incision was washed out and the 40cc pump was replaced with a 20cc pump as the surgeon felt that maybe there was too much tension on the incision. The patient was kept overnight for antibiotics and nutrition evaluation. The pump was restarted back on the same settings and the issue was considered resolved at the time of report. There were no noted environmental, external, or patient factors that may have led or contributed to the event. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Reduced analysis of the pump found no anomalies and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.